Event description:
It was reported that at the end of january, the patient was having compression of the spinal cord from picking up something too heavy. The patient lost all pain management. At first he thought he was having some disc problems. For the past three weeks the patient had been on his back in pain. The medication was not helping. About two weeks ago the patient was seen by the doctor and usually the doctor gives him a bolus. The patient noticed he didn¿t get much relief and then gradually the pain got worse. A week ago the doctor indicated that the patient needs to be checked for a catheter granuloma. On (B)(6) 2015, the patient had a computerized tomography (CT) scan and they did not see any problems. The patient was having a lot of neurological problems going on at the same time. While in the CT scan the patient compressed his spine so that they could see everything and by the time he got home two hours later he felt like he had no pain. It felt like he had 3-4 boluses. On (B)(6) 2015, at midnight the patient started having pain midway on the back, 4-5 inches above the pump. It was described as a sharp pain like needles sticking in the spine. The patient tried to compress his spine again like he did before to get relief. On the morning of (B)(6) 2015, the patient woke up on the kitchen floor. The patient had contacted the hcp a couple times. No alarms were heard. On (B)(6) 2015, additional information was received indicating that a magnetic resonance image (MRI) was being performed because the catheter was dislodged. The pump was delivering clonidine, bupivacaine baclofen and dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicated the patient had a knot in his back over the catheter anchor site and if he pushed against the knot if felt like he was getting a higher dose of medication. This happened twice. The first time the patient was light headed the next time he fell asleep and woke up at 1am. The knots were on a 7 day cycle. The patient did not think the baclofen was working very well because he was having a lot of spasms for over a year. The patient lost his pain control via the pump and believes when he went to pick up something to heavy; it pressed his spinal cord pretty hard. He had a severe case of arachnoiditis and felt like his back was on fire. The patient had always had a burning sensation in his back. When the doctor was managing the pump he was on a 30-45 day refill interval at 7.99mg of dilaudid with boluses but at the time he could not feel any medication. The patient had a dye study (B)(6) 2015 and the doctor had to push the medication back in and he felt a sharp pain. Three years ago he had a dye study and had no pain. It was believed the catheter was clogged and that was why they needed to put so much pressure in it. The company representative (rep) was at the dye study and stated that the pump would need to be replaced. It was noted at this last refill he also had the same sharp spine pain and the patient did not know what to do as ¿it worked great before¿. It was further reported thechange in therapy/symptoms was sudden and the event date was (B)(6) 2015 (when baclofen was not working). The patient¿s last refill with pain was (B)(6) 2015. In (B)(6) 2015 the patient had a dye study and in (B)(6) 2016 the patient had a knot in his back. Non-reservoir drugs reported included: flexural, oxycodone and methadone. When the patient changed doctors in 2015 they removed the clonidine and bupivacaine that he had in the pump. The patient was currently receiving intrathecal baclofen 100 mcg/ml (dose 52.5 mcg/day) and dilaudid 9.5 mg/ml (dose 7.99 mg/day) via the implanted pump. On (B)(6) 2016, additional information was received from a hcp indicated the patient also took ¿prescription medications orally¿ however the specific medications were not provided. The daily dose of intrathecal dilaudid was reported as 4.9951 mg/day as of (B)(6) 2015 and therapy was ongoing . The patient¿s pertinent medical history included: chronic pain, lumbar degenerative disc disease with neuritis. The patient was scheduled to have a MRI with a company representative (rep) to be present and the patient rescheduled the appointment himself with no rep present. The pump was checked two days later. The patient had not expressed any discomfort with shuntogram (dye) or fills. No actions or interventions had been taken at this time and the patient¿s outcome was unknown as they were unable to contact the patient. It was further reported on (B)(6) 2015, a MRI of c spine was performed, due to trauma/twisting injury to cervical spine and left upper extremity weakness and numbness. The impression included mild multilevel degenerative changes with no definite acute fracture or dislocation seen. No evidence of ligamentous injury. On (B)(6) 2015, a shuntogram was performed, and was within normal limits. The catheter was patent and flowing. On (B)(6) 2015, the patient had complaints of low back and leg pain with a history of previous lumbar laminectory; subseq uent implantation of infusion pump due to persisting pain complaints following that surgery. The patient also had complaints of upper back and neck pain with radiation into both upper extremities. The patient was transferred to this pain service from a pain physician in south carolina due to difficulties in travel. At that time the patient was receiving intrathecal dilaudid, baclofen, clonidine, and bupivacaine. After joining this pain service the clonidine and bupivacaine were removed with the patient undergoing his first refill at this pain service on (B)(6) 2015 (pain rating ¿7/10¿ at this refill). The infusion solution consisted of dilaudid 9.5 mg/ml and baclofen 100 mcg/ml with rate of dilaudid 4 mg for 24 hours and baclofen 42 mcg for 24 hours. Vital signs were within normal limits however the patient experienced tachycardia at 115 beats per minute and hypertension at 157/98 with a pain rating ¿7-8/10¿. The patient appeared in chronic distress. The plan was to increase the infusion rate due to complaints of inadequate pain control. The dilaudid was increased 5 mg for 24 hours and baclofen 52.6 mcg for 24 hours. At this time the patient¿s pain medications were ¿decreased three times a day and had changed back to four times per day¿. The patient¿s oral pain medications were not lasting and could not feel any relief from pain pump. At 0910 the patient ambulated to exam room with complaints of muscle spasms in low back. The pump was refilled without issue. The patient was also currently receiving metformin. On (B)(6) 2015 the patient was seen for a refill and has maintained the same rate of dilaudid and baclofen for a while, doing reasonably well, still had pain, but he understood this had not been changed and he was doing certainly better with it and before he had no new complaints. The patient¿s pain score was ¿7 or 8/10¿. The patient felt like the pain pump was working better. The patient¿s next refill was on (B)(6) 2015. A MRI of the cervical spine without contrast was performed on (B)(6) 2015 due to chronic pain. Impression indicated there was a nonspecific straightening of the cervical lordosis. Unremarkable multilevel degenerative disc disease. No significant change when compared to (B)(6) 2015 mr examination of the cervical spine. Stable right thyroid lobe lesion measuring 5.5mm. As of (B)(6) 2015, the patient¿s current medications included dilaudid (in pump), diazepam, methadone, oxycodone, and cyclobenzaprine. The patient had a pump refill on (B)(6) 2015. The office notes provided from this date reported the patient had a history of lumbar post laminectomy pain syndrome. The patient reported his pump may not be working well and he felt that he maybe blocking up and then releasing. He has had diagnostic shunt program thisyear, which apparently was normal. The hcp discussed with the patient if he wanted to try to start decreasing the pump down to see if the pump was actually helping him or not and the patient had decided to just go ahead and refill medications on (B)(6) 2015. The patient denied any oversedation from his pump medications except for when he thought that the pump was backing up and then suddenly releases the thought he had at least three episodes where he was pretty groggy. Otherwise, he felt that his pain was still pretty severe. Everything was pretty much the same as usual except that the pain had been getting worse and that the medication and his pump did not seem to be helping him as well as that he thought it should. The patient has had the pump for at least five years. On (B)(6) 2015, the patients had complaints of burning at the base of spine with spasms (3-4 times per hour). The patient¿s pain rating was ¿8/10¿. The patient ambulated into the room with a cane. It was also noted the patient had a nerve conduction study on (B)(6) 2016 due to pain from colon resection. The patient had an appointment scheduled for (B)(6) 2016. Additional information was received from a consumer via a company representative. As of (B)(6) 2016 the patient was still stating that the pump was not working and that it was on a ¿recall.¿ the doctor had ordered a catheter dye study on (B)(6) 2015 and they did not find any issues. The representative was to meet with the patient on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).